Event description:
According to the patients daughter, the patients unit was placed on her side and burned her upper thigh while sitting in the wheelchair. The unit became extremely hot, the heat penetrated garments and burned her skin. Patient was unable to verbalize that unit was burning her skin. Wound care had to be consulted to take care of the burn. She also indicated that the person taking care of her mom was a new hire. The patients daughter stated that the nursing home conducted training for all staff to rest the unit on ground and away from patient's body to avoid burn. Additionally, daughter stated that her mother had a rapid decline in health since december due to the alzheimer's disease, her o2 needs had increased and device setting was changed from 2 to setting of around 4-5.

Manufacturer narrative:
A return of the device has been initiated. Once the device is received an investigation will be conducted and a follow up will be submitted if required.